Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information.

Event description:
It was reported that during a procedure in the sfa through a 7fr long sheath, 2 xceed stents, 5x60 and 6x60, were placed in the distal end of the lesion without problems. The 3rd xceed was being placed in the proximal end of the lesion and during deployment the device locked. The stent partially deployed and when trying to continue the wheel broke. The device was pulled back towards the sheath and when at the sheath the stent deployed partially in the patient's anatomy with the majority of the stent deployed in the sheath. The physician inserted a "j" guide wire and removed both the stent and the sheath from the pt's body. Another xceed stent was advanced and deployed successfully in the proximal end of the lesion completing the procedure. No additional information available.